Manufacturer narrative:
Device evaluated by manufacturer. The returned complaint device consisted of a rotablator plus device. The burr catheter was received attached to the advancer unit. The separated burr was received on the returned rotawire. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The separated burr was removed from the returned rotawire with some resistance due to numerous wire kinks. The coil has become stretched due to manipulation during the procedure and was separated 135cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The broken coils can be seen in the proximal end of the detached burr. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a burr fracture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was selected for use in a rotablator procedure. At the eighth ablation, the device was unable to cross easily in the tortuous part of the proximal right coronary artery. The speed was set to 205,000 rpm, however it was stuck in a part that was ablated halfway and could not removed. The base part of the burr was separated inside the patient's body. The device was removed as a unit using a snare without any fragment left inside the patient's body. The procedure was completed with the original device. No patient complications reported and patient was good post procedure.

Event description:
It was reported that a burr fracture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was selected for use in a rotablator procedure. At the eighth ablation, the device was unable to cross easily in the tortuous part of the proximal right coronary artery. The speed was set to 205,000 rpm, however it was stuck in a part that was ablated halfway and could not removed. The base part of the burr was separated inside the patient's body. The device was removed as a unit using a snare without any fragment left inside the patient's body. The procedure was completed with the original device. No patient complications reported and patient was good post procedure.